Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with micro discectomy therapy. It was reported that the instrument was unable to get the 2nd handle to tighten. There was a patient on the table at the time of the incident but the arm was not near them when the problem was noticed.

Manufacturer narrative:
H3: product analysis: part # 9561524: lot # my16k0011 visual and optical inspection confirmed the flex was returned disassembled at the small handle knuckle. The instrument will not function in this state. Unable to determine root cause of missing screw that holds the handle on. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.